Event description:
Per the clinic, while performing an ear cleaning procedure on (B)(6) 2020, it was observed that the patient experienced an extrusion of the electrode array into the external auditory canal. The implanted device remains.